Event description:
The field engineer reported that the system would freeze (lock-up) after a few cine sequences. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced. The system was then found to be operating as intended.